Event description:
Initial reporter found that a pt's output current was programmed to 0 ma after interrogation was performed. Further info received stated that the physician cannot remember programming the generator off and info from the pt revealed that after leaving the hospital during the last consultation, he had the usual side effect of coughing due to stimulation. At the moment, the pt was re-programmed to normal settings; however, the root cause of the event is unk, as good faith attempts have been unsuccessful to date.